Manufacturer narrative:
Date of report: 02jul2019. Date rec¿d by MFR:21jun2019. The customer requested part ID information to replace the touchscreen. The customer replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.